Manufacturer narrative:
Follow-up #1: date of submission 05/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the display functioned properly. The pump cover was removed to find no internal moisture. The display screen was fully seated and the latch was fully closed. The line through the display complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.